Event description:
The customer reported a usable fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and image processor pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.